Event description:
A malfunction on the pump was reported after it got a little wet. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to reset the pump but encountered a recurring malfunction, resulting in cts assisting with another reset and ultimately sending a replacement pump with updated software. The customer was informed about backup therapy using mdi and advised on measures to take with the new pump. Storage and return instructions for the problematic pump were provided, and the customer acknowledged receiving training and replacement procedures.